Event description:
Per independent repair center: the unit is alarming or red light. The key failure is the capacitor is short circuiting. Additional malfunctions are the pilot valve is not shifting, the muffler housing is cracked, and the tie wraps are defective.